Manufacturer narrative:
The root cause was identified to be a faulty check valve on the primary administration set. A review of the device history record showed the device had a manufacture date of 06/05/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported medication ran faster than pump programmed settings. Magnesium sulfate was 2 mg/50 ml and was set to run for 4 hours at a rate of 12.5 ml/hour. The bag was empty in 30mins and pump read duration left was 3.5 hours. The medication was running as a secondary medication. This event happened in the surgical intensive care unit (sicu). The patient was monitored for vital sign changes and the patient remained stable. Although requested, further information not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Diagnosis- gi bleed.

Event description:
It was reported medication ran faster than pump programmed settings. Magnesium sulfate was 2 mg/50 ml and was set to run for 4 hours at a rate of 12.5 ml/hour. The bag was empty in 30mins and pump read duration left was 3.5 hours. The medication was running as a secondary medication. This event happened in the surgical intensive care unit (sicu). The patient was monitored for vital sign changes and the patient remained stable. Although requested, further information not provided.